Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an occlusion message was displayed on the system's screen, during a cataract with intraocular lens implant surgery, as the surgeon was about to remove the nucleus. The nurse then noted that the tubes were pressed together/bent. The cassette was exchanged and the procedure was completed with a delay of 5 minutes. No pt harm has been reported. Additional information has been requested. This is the first of two reports being filed for this facility.